Event description:
It was reported that pump had an inaccurate reading and had a torn black rubber in cassette dock. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an error code 46446, and a damaged downstream occlusion (dso) seal. The cause of the customer reported problem of the inaccurate reading was a faulty main board and faulty dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative noted the device was at the end of support and no repair activities were performed.